Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was received with the incorrect language configuration. The primary language was fine, however the secondary language was incorrect. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.

Event description:
The customer contacted stryker to report that their device was received with the incorrect language configuration. The primary language was fine, however the secondary language was incorrect. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.

Manufacturer narrative:
The customer advised that the issue was resolved by updating the lifenet preference. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.